Manufacturer narrative:
The device was returned for because the device was not holding the cutter devices. Reliability engineering evaluated the device and observed that the test cutter could not be locked into place in the locking sub assembly. It was determined that the malfunction on the locking subassembly indicates moving the lock pawl to safety position while the foot pedal was pressed. During disassembling it was observed that the pawls were damaged (melted) and the pawl release was also damaged. This is indicative of the unit being power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device would not hold the cutter devices. During in-house engineering evaluation, it was observed that the test cutter could not be locked into place in the locking sub assembly. During disassembling it was observed that the pawls were damaged (melted) and the pawl release was also damaged. This is indicative of the unit being power broken. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.